Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 44-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included bleeding genital, menses irregular with excessive bleeding, adenomyosis, cyst ovary, menometrorrhagia, nabothian cyst, endocervicitis and iron deficiency. Concomitant products included ethinylestradiol;norgestimate (sprintec), naproxen sodium (aleve arthritis), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with ferrous sulfate (ferrous sulphate) and surgery (hysterectomy (partial) vaginal hysterectomy. Cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, anaemia and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, headache, migraine, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:right had 3 coils left out . Lt had 9 coils left out. Patient received treatment for anemia, menorrhagia, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. (As per mr):impression: limited exam with no evidence of tubal patency. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, anemia lot number: 664667 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: metrorrhagia and post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 44-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included bleeding genital, menses irregular with excessive bleeding, adenomyosis, cyst ovary, menometrorrhagia, nabothian cyst, endocervicitis and iron deficiency. Concomitant products included ethinylestradiol;norgestimate (sprintec), naproxen sodium (aleve arthritis), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with ferrous sulfate (ferrous sulphate) and surgery (hysterectomy (partial) vaginal hysterectomy. Cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, anaemia and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, headache, migraine, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:right had 3 coils left out . Lt had 9 coils left out. Patient received treatment for anemia, menorrhagia, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. (As per mr):impression: limited exam with no evidence of tubal patency. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, anemia lot number: 664667 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 44-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included bleeding genital, menses irregular with excessive bleeding, adenomyosis, cyst ovary, menometrorrhagia, nabothian cyst, endocervicitis and iron deficiency. Concomitant products included ethinylestradiol;norgestimate (sprintec), naproxen sodium (aleve arthritis), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with ferrous sulfate (ferrous sulphate) and surgery (hysterectomy (partial) vaginal hysterectomy. Cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, anaemia and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, headache, migraine, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:right had 3 coils left out . Lt had 9 coils left out. Patient received treatment for anemia, menorrhagia, metrorrhagia, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. (As per mr):impression: limited exam with no evidence of tubal patency. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, anemia lot number: 664667 manufacture date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: metrorrhagia and post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 44-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included bleeding genital, menses irregular with excessive bleeding, adenomyosis, cyst ovary, menometrorrhagia, nabothian cyst, endocervicitis and iron deficiency. Concomitant products included ethinylestradiol;norgestimate (sprintec), naproxen sodium (aleve arthritis), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with ferrous sulfate (ferrous sulphate) and surgery (hysterectomy (partial) vaginal hysterectomy. Cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, headache, migraine, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:right had 3 coils left out . Lt had 9 coils left out. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. (As per mr):impression: limited exam with no evidence of tubal patency.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, anemia. Lot number: 664667 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a (B)(6) year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included bleeding genital, menses irregular, adenomyosis, cyst ovary, menometrorrhagia, nabothian cyst, endocervicitis and iron deficiency. Concomitant products included ethinylestradiol;norgestimate (sprintec), naproxen sodium (aleve arthritis), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with ferrous sulfate (ferrous sulphate) and surgery (hysterectomy (partial) vaginal hysterectomy. Cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, headache, migraine, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:right had 3 coils left out . Lt had 9 coils left out. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. (As per mr): impression: limited exam with no evidence of tubal patency. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs & mr received. Event medical device complication replaced with new events. Case become medically confirmed. Lot number was added. New reporter's was added. Patient's demographics were added. Date of insertion & date of removal was added. Added event pelvic pain , abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, anemia, dysmenorrhea(cramping). Event onset date was added. Updated outcome of event pelvic pain from unknown to recovering. Medical history, concomitant conditions, concomitant drug, treatment drug were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.